Event description:
During routine refill of synchromed pump patient experienced pressure around pump. Rapid onset of nausea, feeling faint. Pt. Sent to emergency per doctor's orders. Treated w/narcan and released home. Pt became sedated at home family returned her to emergency and was treated again w/narcan. Readmitted on 12/30 synchromed removed and replaced. Unit sent to manufacturer.